Event description:
The manufacturer received information alleging a ventilator was alarming constantly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.